Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high, out of range shock impedance measurements. The shock impedance measurement had gradually risen since implant. Most recently, the patient had received a shock for ventricular fibrillation which resulted in a 62 ohm impedance measurement. The local boston scientific field representative performed a save to disk for analysis. The disk was reviewed by boston scientific technical services (ts). The analysis indicated that there were no daily measurements that were out of range for the shock impedance. The only out of range measurement that was shown was the most recent commanded measurement which was labeled as saturated. Ts discussed that this meant the measurement was beyond measurement capability (>2500 ohms). Ts discussed causes for this clinical observation to be an open connection or noise/electromagnetic interference. The patient underwent a revision procedure where the device was explanted. An attempt to extract the rv lead was made but was unsuccessfully. The rv lead was capped. There were no adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.